Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer enclosure by the drain elbow was cracked, "causing a leak". No adverse effects were reported.

Manufacturer narrative:
One level 1 hotline fluid warmer was returned for analysis in poor condition. Cracks were noted to the enclosure upon visual inspection of the unit. The tank was filled with water and checked for leaks; confirming complaint. Based on the evidence, the complaint was confirmed. The problem source was found to be due to the design as the metal drain fitting is threaded into a plastic enclosure where the water is allowed to pass through.